Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on a male patient on (B)(6), 2011 (patient age and weight are unknown). According to the complainant, during the procedure, severe resistance was encountered when attempting to deploy the stent in the biliary duct and the guide catheter detached. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on a male patient on (B)(6), 2011 (patient age and weight are unknown).according to the complainant, during the procedure, severe resistance was encountered when attempting to deploy the stent in the biliary duct and the guide catheter detached. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation. The stent was not returned and the suture was found detached and was also not returned for evaluation. Visual examination of the device revealed the suture hole of the push catheter to be torn. The guide catheter assembly was found stretched and broken near the proximal end. Multiple kinks (suture impressions) were noted in the distal end of guide catheter, indicating the suture embedded inside the guide catheter during the deployment activity. The stretched and broken guide catheter indicates that force was exerted during retraction of the guide catheter. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as patient anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.